Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. H1: corrected h6: corrected health effect and investigation clinical codes. H10 related report numbers: 1038671-2025-00013, 1038671-2025-02178, 1038671-2025-00099, 1038671-2025-02150.

Manufacturer narrative:
1038671-2025-00013 d10: (B)(6) 310-01-47 - equinoxe, humeral head short, 47mm (beta) (B)(6) 300-01-12 - equinoxe humeral stem primary press fit 12mm (B)(6) 300-10-45 - equinoxe replicator plate 4.5mm o/s (B)(6) 300-20-02 - equinox square torque define screw drive kit the product associated with the reported event is within the scope of recall z-1413-2024; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2025-00013. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 69 months after a right total shoulder replacement procedure, the patient has has not underwent a revision procedure. No further issues or complications were reported. No additional information is available.